Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was caused by the site using exams that were not to the navigation system's protocol.. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. While preparing for a coming surgery, the site tried to import patient exams, but they were not accepted by the system. The system only read 10 slices with zero thickness. The probable cause was reported as "$$$" signs visible before the file name on the navigation system, but not on a computer. No complications were reported/anticipated.